Manufacturer narrative:
The user facility reported that their system 1e unit experienced a processing cycle fault and the cycle was cancelled. The user facility personnel reported that s40 sterilant spilled onto the counter when the punctured sterilant cup was removed from the processor. An employee came in contact with the steriliant and experienced a burn. No procedural delay or cancellation was reported and the load was properly reprocessed. A steris service technician arrived on-site, inspected the unit, and confirmed the unit to be operating according to specification. The technician ran a diagnostic cycle, tested the unit, and returned it to service. The technician was unable to duplicate the reported event. The technician identified that the employee subject of the reported event was not wearing proper ppe when removing the s40 sterilant cup from the system 1e processor. The operator manual states on page 3-4 "caution: appropriate personal protective equipment (ppe) required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The technician completed in service training with the user facility on the proper disposal methods and handling of the s40 steriliant, and of the necessary ppe required. No additional issues have been noted with the system 1e processor.

Event description:
The user facility reported an employee experienced a burn when removing s40 steriliant after a processing cycle fault. Medical treatment was sought and administered.